Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not detect on the communication bus. A field service engineer powered off and restarted the station to resolve the issue. Performed preventive maintenance. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers required maintenance, preventing user from removing the required medications to patient and causing delays. There were no adverse events or injuries reported based on this event.